Event description:
It was reported that the customer received low battery alerts in less than one week. The customer's blood glucose level was 274 mg/dl. She experienced a low blood glucose level. Actual low blood glucose level was not reported. The paramedics were called on (B)(6) 2015 to treat her low blood glucose level. She was not transported to the hospital. The product was returned. Nothing further to report.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed all functional testing however, the insulin pump did not pass the prime test due to faulty force sensor relay. No further tests could be completed due to faulty force sensor relay. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.